Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
T was reported that the customer experienced elevated blood glucose (bg) levels between "the high 200s to high 300s" (mg/dl) and high ketone levels approximately 1-2 months ago. Reportedly, customer's ketone levels were determined by health care provider (hcp) to be dangerous and life threatening. Customer administered a manual injection to treat bg and ketone levels. Tandem technical support advised customer to call in and/or contact hcp for future elevated bg events.